Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of punctured sheath.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the bronchus during an endobronchial ultrasound (ebus) procedure on (B)(6) 2025. During the procedure, it was very difficult and required considerable force to advance the needle. The expect was removed from the endoscope. It was tested again outside of the patient, and the needle pierced the sheath. The procedure was completed using another expect pulmonary needle. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the bronchus during an endobronchial ultrasound (ebus) procedure on (B)(6) 2025. During the procedure, it was very difficult and required considerable force to advance the needle. The expect was removed from the endoscope. It was tested again outside of the patient, and the needle pierced the sheath. The procedure was completed using another expect pulmonary needle. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of punctured sheath. Block h11: investigation results: the returned expect pulmonary needle was received for analysis. During the media inspection, it was seen that the sheath is torn at the tip, visual and microscope inspection, revealed that the sheath tip was punctured by the needle and the sheath was also found kinked right next to the luer. During the functional inspection, it was seen that the needle was able to extend; however, pressure was felt from the handle when extending the needle. The reported event was confirmed. Based on the available information, it is most likely procedural factors as handling of the device and the technique (force applied), could have resulted in the damages (working length kinked right next to the luer and at the tip) encountered in the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.